Event description:
It was reported that the high-pressure alarm blockage occurs frequently, and the battery cover was difficult to open during infusion. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of high-pressure alarm that occurred continuously during pump operation. Functional testing was performed, and the occlusion pressure detection level was within the standard, for the battery door it was found to be open. The battery door was adjusted. The root cause was found to be out of calibration/adjustment. Service history review identified no indication that the complaint was related to a service of the device within the view period.